Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.

Event description:
The consumer reported via social media two (2) false positive results with the binaxnow covid-19 antigen self test performed two days in a row on an unknown date. This MFR. Report addresses test one (1) of two (2). Additional testing was performed on an unknown date with naturopath on a saliva sample which generated a negative result. The consumer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.